Event description:
During routine testing of the device at the service center, the service technician reported the center keypad of the monitor was faded. The monitor was originally returned because the indication screen did not appear when the switch was turned on. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.